Event description:
No additional information.

Manufacturer narrative:
Investigation results: though no samples were received, the complaint of a leak was confirmed due to a trend that has been identified for this failure mode. The cause of this failure is related to our manufacturing process and corrective actions have been implemented to investigate and address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 18 ga x 1-1/4 in single port leaked at the septum. The following information was provided by the initial reporter: this IV leaked after placement into the patient's vein, where the needle removes from the system. This patient required 2 additional IV sticks because of this failure - the 2nd one worked fine but was near a nerve and uncomfortable to the patient, so a 3rd was placed. The first IV would've been just fine had the leaking not occurred.